Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Logs could not be reviewed as specific procedure details were not provided.

Event description:
It was reported that after a da vinci-assisted surgical procedure, anastomotic leaks have been observed. The surgeon used a sureform 60 black reload for bowel anastomosis. It is unknown what intervention, if any, has been performed as a result of this event. Intuitive surgical, inc. (Isi) followed up with a surgeon from the site to gather additional information regarding the reported events. He surgeon indicated that the complications did not appear to be associated with any specific surgeon or stapler instrument/reloads in general. Furthermore, the surgeon indicated that there appeared to be multiple unspecified contributing factors. No further information was provided. Additionally, isi contacted the site's robotics coordinator to obtain additional information regarding the reported events. The robotics coordinator was not reportedly aware of any confirmed anastomotic leaks or incidents directly related to sureform 60 stapler instruments or reloads, or any other robotic devices. No further information was provided.